Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, aortic rupture, hematoma or annular rupture during the tavr procedure include multiple attempts made to advance the delivery system through a tortuous and/or calcified vascular pathway and/or when excessive force is used. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe advancement of the delivery system and crimped valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when there is difficulty advancing the device. Adding tension to the wire, or using a stiffer guidewire to straighten the tortuous vasculature and torqueing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited patient information provided, investigation results suggest the mechanisms described above could have contributed to the abdominal aortic rupture/injury. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in italy from the fast-tavi study, during the implant of a 23 mm sapien 3 valve by tf approach in aortic position, a retroperitoneal hematoma was seen, but the exact perforated point along the iliofemoral axis was not evident at CT scan. After tavi, progressive anemia (hemoglobin 5.5 g/l on pod13) with transfusion of 8 units of rbc (red blood cells) and consequently stage 3 aki (acute kidney injury) effectively treated with cvvh (continuous veno-venous hemofiltration). On pod #10, the patient had an elevated mean aortic gradient of 27 mmhg. Before multiple organ failure and expiration (on pod14), patient developed pericardial and pleural effusion as well as prosthesis dysfunction (mean gradient 27 mmhg on pod10). As per medical opinion, the cause of death was the major bleeding event.